Event description:
A piece of plastic was noted in the abdomen during the surgery. The plastic was removed, and it was noted that the inside corner of the ligasure jaw was broken off. The item was removed from use.